Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 04/22/2015 with the following findings: the complaint of lines through the display was not duplicated during investigation. Unrelated to the complaint, when the pump was powered on, the display screen was found to be dim and discolored. Also unrelated to the complaint, investigation revealed a damaged battery cap. The top of the battery cap was found to be worn.